Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the patient had received therapy one day prior to cardiac arrest but patient did not seek medical attention. The patient presented in cardiac arrest from a myocardial infarction after therapy was delivered, resuscitation efforts were initiated and the patient was taken to the hospital. The patient remained intubated and is noted to have anoxic encephalopathy. The patient developed a spontaneous pneumothorax requiring chest tube placement and required multiple vasopressor support. The patient's blood pressure continued to decline and required resuscitation when the family decided to withdraw care. Autopsy final diagnosis: end stage renal disease and coronary artery disease with myocardial infarction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's family that the patient had died. The family member had asked about device longevity and follow up visits for the heart device. Patient had been having chest pain, did not want to be seen by physician. The next morning, per the family member, the patient was about to leave to be seen by a physician when the patient "stood up, screamed and collapsed." 911 was called, the patient was taken to the hospital and subsequently died. Concern of family that "I think those nurses waited too long to change his device, because it went off but never shocked him." There is no allegation from a healthcare professional that death was device related. The cause of death has been requested, but not received.